Event description:
Caller reported a malfunction on pump, identified as malfunction code 12, with fault ID 0x2071, which was resettable. There was no adverse impact to the customer¿s blood glucose level, remaining well below 500 mg/dl. Technical support assisted caller in resetting pump, resulting in resolution of issue without recurrence. Customer was instructed to resume pump and call back if malfunction reoccurred, acknowledging and understanding the guidance.